Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient's blood glucose reading was over 250 mg/dl but below 500 mg/dl with large level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustments to the basal rate by health care provider. The reporter stated that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the basal and bolus deliveries and determined that they are correct and as programmed. Review of potential causes for blood glucose issues and potential causes for perceived inaccurate delivery issues did not identify any assignable causes. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Correction: submitted 08/31/2015 as follow-up #1: a review of the complaint record indicated that the alleged issue was deemed to be one of diabetes management, and that there was no product issue.